Manufacturer narrative:
The insulin pump was unable to prime during prime and motor error alarm occurred during basic occlusion test. The insulin pump passed motor test. The insulin pump was received with a minor scratched display window and cracked case at the display window corner. The pump was received with cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of a motor error alarm from his insulin pump. The customer's blood glucose level was 264 mg/dl. The customer stated that he tried to give himself a correction dose of bolus. The customer then sated that he received a motor error alarm. The customer stated that he rewound 4 to 6 times and the motor error still occurred. The customer does not use the sensor feature on the pump. The customer was advised to return the pump with the battery and to zero out the basal rates. The customer was advised to discontinue use of the device and to revert to a backup plan.